Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: (B)(4)) on 02-dec-2019. The most recent information was received on 17-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ severe pelvic pain"), device dislocation ("essure insert migration tubal pathology") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2019, coital bleeding and lower abdominal pain in 2015, heavy periods and procedural pain in 2014, intermenstrual bleeding in 2005 and kidney infection, endometriosis, burning sensation, dysuria, period pains, uti, amenorrhea, hypothyroidism and parity 3 (she's had 3 normal deliveries in the past). Previously administered products included: copper iud and cilest. Past adverse reactions to the above products included: pregnancy with copper iud and headache with cilest. The only concomitant product mentioned was cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted.an unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), inflammation ("inflammation"), gait disturbance ("have trouble w aking"), dysstasia ("I can't stand or sit longer then 20 minute") and insomnia ("no sleep w ith the pain"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, menstruation irregular, inflammation, gait disturbance and insomnia were unknown. The reporter considered device dislocation, dyspareunia, dysstasia, gait disturbance, genital haemorrhage, inflammation, insomnia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: discripancy noted in essure insertion date (B)(6) 2013. I'm aw aiting hysterectomy that's the only w ay to remove the devices that's in my fallopian tubes. She is not on contraception as she had an essure procedure done in 2013. She is sexually active and has no history of stls. She is concerned that the pain may be linked with the essure sterilization procedure. This is unlikely as it was six years ago however there is a very small risk of essure insert migration as a long term consequence of thisprocedure and patient also tells me that she did not go to have a hysterosalpingogram following the procedure. On examination today her abdomen was soft and non-tender. There were no masses palpable. Speculum and bi-manual examinations were unremarkable also. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan [ultrasound scan vagina] on (B)(6) 2014: the left essure device clearly along its entire length in the left adnexa and the right essure device was seen but not along its entire lengthbecause of overlying bowel gas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: (B)(4) on 02-dec-2019. The most recent information was received on 27-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ severe pelvic pain"), device dislocation ("essure insert migration tubal pathology") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2019, coital bleeding and lower abdominal pain in 2015, heavy periods and procedural pain in 2014, intermenstrual bleeding in 2005 and abdominal bloating, painful periods, abdominal pain, pyelonephritis, pelvic pain, kidney infection, endometriosis, burning sensation, dysuria, period pains, uti, amenorrhea, hypothyroidism and parity 3 (she's had 3 normal deliveries in the past). Previously administered products included: copper iud and cilest. Past adverse reactions to the above products included: pregnancy with copper iud and headache with cilest. The only concomitant product mentioned was cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), inflammation ("inflammation"), gait disturbance ("have trouble w aking"), dysstasia ("I can't stand or sit longer then 20 minute"), insomnia ("no sleep w ith the pain"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issues"), urinary tract infection ("urinary tract infection"), coital bleeding ("post coital bleeding"), abdominal distension ("abdominal bloating"), back pain ("low back pain"), urine odour abnormal ("smelling urine."), dysuria ("dysuria"), haemorrhoidal haemorrhage ("bleeds from piles") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total hysterectomy with bilateral salpingooophorectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, menstruation irregular, inflammation, gait disturbance and insomnia were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, dysstasia, dysuria, gait disturbance, genital haemorrhage, haemorrhoidal haemorrhage, inflammation, insomnia, menstruation irregular, mental disorder, pelvic pain, urinary tract infection and urine odour abnormal to be related to essure administration. The reporter commented: discripancy noted in essure insertion date on (B)(6) . I'm awaiting hysterectomy that's the only way to remove the devices that's in my fallopian tubes. She is not on contraception as she had an essure procedure done in 2013. She is sexually active and has no history of stls. She is concerned that the pain may be linked with the essure sterilization procedure. This is unlikely as it was six years ago however there is a very small risk of essure insert migration as a long term consequence of thisprocedure and patient also tells me that she did not go to have a hysterosalpingogram following the procedure. On examination today her abdomen was soft and non-tender. There were no masses palpable. Speculum and bi-manual examinations were unremarkable also ethnicity: british or mixed british confirmation test(s) conducted :date on (B)(6) 2014 (as per soi). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical data: pelvic pain. Essure procedure in the past. Specimen(s): uterus, both tubes + both ovaries cervix. Gross description: uterus, cervix, both tubes and ovaries: the right fallopian tube including fimbrial end measures 75 x up to 7 mm and bears a paratubal cyst at the fimbrial end measuring 10 mm. The left fallopian tube including fimbrial end measures 75 x 7 mm. The left ovary measures 33 x 16 x 17 mm. Both fallopian tubes contain slender strands of wire. [Pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan; on (B)(6) 2020: the uterus is normal in size and shape. No fibroids seen at this examination. The endometrium is regular and measures 4 mm. Both ovaries appear normal. No adnexal masses or cysts seen [ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan; on (B)(6) 2020: the uterus is normal in size and shape. No fibroids seen at this examination. The endometrium is regular and measures 4 mm. Both ovaries appear normal. No adnexal masses or cysts seen [ultrasound scan vagina] on (B)(6) 2014: the left essure device clearly along its entire length in the left adnexa and the right essure device was seen but not along its entire lengthbecause of overlying bowel gas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: 5153791 and 5191934) on 02-dec-2019. The most recent information was received on 04-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ severe pelvic pain"), device dislocation ("essure insert migration tubal pathology") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2019, coital bleeding and lower abdominal pain in 2015, heavy periods and procedural pain in 2014, intermenstrual bleeding in 2005 and kidney infection, endometriosis, burning sensation, dysuria, period pains, uti, amenorrhea, hypothyroidism and parity 3 (she's had 3 normal deliveries in the past). Previously administered products included: copper iud and cilest. Past adverse reactions to the above products included: pregnancy with copper iud and headache with cilest. The only concomitant product mentioned was cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on 05-may-2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), inflammation ("inflammation"), gait disturbance ("have trouble w aking"), dysstasia ("I can't stand or sit longer then 20 minute") and insomnia ("no sleep w ith the pain"). The patient was treated with surgery (abdominal hysterectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, menstruation irregular, inflammation, gait disturbance and insomnia were unknown. The reporter considered device dislocation, dyspareunia, dysstasia, gait disturbance, genital haemorrhage, inflammation, insomnia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: discripancy noted in essure insertion date (B)(6) 2013 I'm aw aiting hysterectomy that's the only w ay to remove the devices that's in my fallopian tubes. She is not on contraception as she had an essure procedure done in 2013. She is sexually active and has no history of stls. She is concerned that the pain may be linked with the essure sterilization procedure. This is unlikely as it was six years ago however there is a very small risk of essure insert migration as a long term consequence of thisprocedure and patient also tells me that she did not go to have a hysterosalpingogram following the procedure. On examination today her abdomen was soft and non-tender. There were no masses palpable. Speculum and bi-manual examinations were unremarkable also. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (date unknown): negative. [Ultrasound pelvis] on 11-dec-2015: unable to confirm/deny presence of essure at this scan/ that there was a clear. Midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on 19-feb-2019: no focal abnormality identified; on 08-aug-2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst. Unable to accurately assess essure position on ultrasound scan. [Ultrasound scan vagina] on (B)(6) 2014: the left essure device clearly along its entire length in the left adnexa and the right. Essure device was seen but not along its entire lengthbecause of overlying bowel gas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event genital bleeding & dyspareunia added. New reporter lawyer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: (B)(4)) on 02-dec-2019. The most recent information was received on 04-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ severe pelvic pain") and device dislocation ("essure insert migration tubal pathology") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2019, coital bleeding and lower abdominal pain in 2015, heavy periods and procedural pain in 2014, intermenstrual bleeding in 2005 and kidney infection, endometriosis, burning sensation, dysuria, period pains, uti, amenorrhea, hypothyroidism and parity 3 (she's had 3 normal deliveries in the past). Previously administered products included: copper iud and cilest. Past adverse reactions to the above products included: pregnancy with copper iud and headache with cilest. The only concomitant product mentioned was cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), inflammation ("inflammation"), menstruation irregular ("irregular periods"), gait disturbance ("have trouble w aking"), dysstasia ("I can't stand or sit longer then 20 minute") and insomnia ("no sleep w ith the pain"). The patient was treated with surgery (abdominal hysterectomy). At the time of the report, the outcomes for pelvic pain, inflammation, menstruation irregular, gait disturbance and insomnia were unknown. The reporter considered device dislocation, dysstasia, gait disturbance, inflammation, insomnia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: discripancy noted in essure insertion date (B)(6) 2013. I'm aw aiting hysterectomy that's the only w ay to remove the devices that's in my felopian tubes. She is not on contraception as she had an essure procedure done in 2013. She is sexually active and has no history of stls. She is concerned that the pain may be linked with the essure sterilization procedure. This is unlikely as it was six years ago however there is a very small risk of essure insert migration as a long term consequence of thisprocedure and patient also tells me that she did not go to have a hysterosalpingogram following the procedure. On examination today her abdomen was soft and non-tender. There were no masses palpable. Speculum and bi-manual examinations were unremarkable also. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan [ultrasound scan vagina] on (B)(6) 2014: the left essure device clearly along its entire length in the left adnexa and the right essure device was seen but not along its entire lengthbecause of overlying bowel gas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Event device migration, historical drugs, concomitant conditions , added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: (B)(4)) on 02-dec-2019. The most recent information was received on 21-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed . An unknown time later she experienced pelvic pain (seriousness criterion intervention required), inflammation ("inflammation"), menstruation irregular ("irregular periods"), gait disturbance ("have trouble w aking"), dysstasia ("I can't stand or sit longer then 20 minute") and insomnia ("no sleep w ith the pain"). The patient was treated with surgical essure removal on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, inflammation, menstruation irregular, gait disturbance and insomnia were unknown. The reporter considered dysstasia, gait disturbance, inflammation, insomnia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: discripancy noted in essure insertion date (B)(6) 2013. I'm aw aiting hysterectomy that's the only w ay to remove the devices that's in my felopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: 2022/002/004/401/009) on 02-dec-2019. The most recent information was received on 04-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), inflammation ("inflammation"), menstruation irregular ("irregular periods"), gait disturbance ("have trouble walking"), dysstasia ("I can't stand or sit longer then 20 minute") and insomnia ("no sleep with the pain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, inflammation, menstruation irregular, gait disturbance and insomnia were unknown. The reporter considered dysstasia, gait disturbance, inflammation, insomnia, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013. I'm awaiting hysterectomy that's the only w ay to remove the devices that's in my fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: case became serious incident. Essure insertion & removal date updated. Action taken with drug changed. Annex f codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority medicines and healthcare products regulatory agency (reference number: (B)(4) and (B)(4)) on 02-dec-2019. The most recent information was received on 08-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/severe pelvic pain"), device dislocation ("essure insert migration tubal pathology") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain in 2019, coital bleeding and lower abdominal pain in 2015, heavy periods and procedural pain in 2014, intermenstrual bleeding in 2005 and abdominal bloating, painful periods, abdominal pain, pyelonephritis, pelvic pain, kidney infection, endometriosis, burning sensation, dysuria, period pains, uti, amenorrhea, hypothyroidism and parity 3 (she's had 3 normal deliveries in the past). Previously administered products included: copper iud and cilest. Past adverse reactions to the above products included: pregnancy with copper iud and headache with cilest. The only concomitant product mentioned was cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), menstruation irregular ("irregular periods"), inflammation ("inflammation"), gait disturbance ("have trouble waking"), dysstasia ("I can't stand or sit longer then 20 minute"), insomnia ("no sleep with the pain"), abdominal pain lower ("pain, including chronic pain;"), mental disorder ("psychological issues"), urinary tract infection ("urinary tract infection"), coital bleeding ("post coital bleeding"), abdominal distension ("abdominal bloating"), back pain ("low back pain"), urine odour abnormal ("smelling urine."), dysuria ("dysuria"), haemorrhoidal haemorrhage ("bleeds from piles") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total hysterectomy with bilateral salpingooophorectomy and abdominal hysterectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, menstruation irregular, inflammation, gait disturbance and insomnia were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, dysstasia, dysuria, gait disturbance, genital haemorrhage, haemorrhoidal haemorrhage, inflammation, insomnia, menstruation irregular, mental disorder, pelvic pain, urinary tract infection and urine odour abnormal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2013. I'm aw awaiting hysterectomy that's the only w ay to remove the devices that's in my fallopian tubes. She is not on contraception as she had an essure procedure done in 2013. She is sexually active and has no history of stls. She is concerned that the pain may be linked with the essure sterilization procedure. This is unlikely as it was six years ago however there is a very small risk of essure insert migration as a long term consequence of this procedure and patient also tells me that she did not go to have a hysterosalpingogram following the procedure. On examination today her abdomen was soft and non-tender. There were no masses palpable. Speculum and bi-manual examinations were unremarkable also ethnicity: british or mixed british confirmation test(s) conducted: date on (B)(6) 2014 (as per soi). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical data: pelvic pain. Essure procedure in the past. Specimen(s): uterus, both tubes + both ovaries cervix. Gross description: uterus, cervix, both tubes and ovaries: the right fallopian tube including fimbrial end measures 75 x up to 7 mm and bears a paratubal cyst at the fimbrial end measuring 10 mm. The left fallopian tube including fimbrial end measures 75 x 7 mm. The left ovary measures 33 x 16 x 17 mm. Both fallopian tubes contain slender strands of wire. [Pregnancy test] (date unknown): negative. [Ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan; on (B)(6) 2020: the uterus is normal in size and shape. No fibroids seen at this examination. The endometrium is regular and measures 4 mm. Both ovaries appear normal. No adnexal masses or cysts seen. [Ultrasound pelvis] on (B)(6) 2015: unable to confirm/deny presence of essure at this scan/ that there was a clear midline echo of 12mm. There were no definite polyps within the uterus and both the ovaries looked normal.; on (B)(6) 2019: no focal abnormality identified; on (B)(6) 2019: appearance of uterus may be suggestive of adenomyosis. The endometrium appears heterogeneous in echotexture with focal echogenic components seen (patient unsure of lmp) small right ovarian cyst unable to accurately assess essure position on ultrasound scan; on (B)(6) 2020: the uterus is normal in size and shape. No fibroids seen at this examination. The endometrium is regular and measures 4 mm. Both ovaries appear normal. No adnexal masses or cysts seen. [Ultrasound scan vagina] on (B)(6) 2014: the left essure device clearly along its entire length in the left adnexa and the right essure device was seen but not along its entire length because of overlying bowel gas. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, mental disorder, urinary tract infection, post coital bleeding, abdominal bloating, low back pain, urine odour abnormal, dysuria, bleeding piles, and dysmenorrhoea. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: new events added:lower abdominal pain,mental disorder,urinary tract infection,post coital bleeding, abdominal bloating, low back pain,urine odour abnormal, dysuria, bleeding piles, dysmenorrhoea reporters, medical history, lab data, patient information, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.